Event description:
Physician intended to use an integrity 2.50 x 12 mm rx bare metal stent to treat a very tortuous and severely calcified lesion in the cx vessel. The device was prepped before use. The physician noted a little vessel resistance advancing the device. During positioning the physician could not get the stent to cross so decided to use a ptca. Another attempt was made to try to get the device to cross but this was unsuccessful. On removal and examination of the stent it was discovered that a number of the struts were damaged. The physician was able to complete the procedure using another unknown brand stent. No clinical sequelae reported.

Manufacturer narrative:
Evaluation results: patients condition affected effectiveness of the device (target lesion was very tortuous and severely calcified lesion). No results available since no evaluation was performed (device or procedural images were not returned for review). Evaluation conclusions: device failure related to patients condition (target lesion was very tortuous and severely calcified lesion). Unable to confirm complaint (device or procedural images were not returned for review). (B)(4).

Event description:
Evaluation summary: the stent was positioned between the marker bands as per specifications. The 1st proximal stent segment was raised and deformed. The exchange joint was torn. The distal tip was flared.

Manufacturer narrative:
Evaluation results: deformation problem.